Manufacturer narrative:
(B)(4). Batch # r94c3y. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. 14 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complain was confirmed. A manufacturing record evaluation was performed for the finished device lot r40x2a number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94c3y number, and no non-conformances were identified. (B)(4).

Event description:
User facility medwatch.